Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing. As a resolution the ICD was explanted and replaced. Additional information was requested but was not received.